Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.

Event description:
A home health care worker reported the customer received a reading of 256 mg/dl on their meter, and as a result the customer was reportedly mistreated leading to a seizure event. It was additionally reported, the customer was taken to a hospital. The home health care worker also reported a blood glucose test was taken on a health care professional meter and the reading obtained was 114 mg/dl. There was no report of medical diagnosis and treatment provided at the hospital. There was also no report of death or permanent impairment associated with this event.